Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and an eval could therefore not be completed. If the device is returned an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that the #1, #4, and #7 keys on a spectrum infusion pump were inoperable. The customer stated that this was observed during preventive maintenance testing and there was no pt involvement.